Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump's case had a crack. His/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, and cracked case near display window corners noted during visual inspection. Unable to prime during prime/compromised force sensor system alarm test due to loose/protruded drive support disk.